Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿that when the unit was plugged in, it overheated and emitted a burning plastic smell..¿ the unit was triaged and the customer¿s reported condition was confirmed. A review of the device history record shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that when the unit was plugged in, it overheated and emitted a burning plastic smell. There was no patient involved.